Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise resulting in short duration auto mode switch episodes. Electrogram review noted chronic noise as far back as (B)(6) 2017. No intervention was reported. No further information was provided.

Event description:
New information received noted far r oversensing and lead fracture were suspected on the right atrial lead. No intervention was reported. The patient was stable.